Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not release after inserted into aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation, however, photographic images were provided. Signs of clinical use and evidence of blood were observed on the cutter, loading device and delivery device. A photographic inspection was conducted. The delivery device was observed to be outside the loading device. There was blood observed in the delivery tube which indicates that there was an attempt to deploy the seal in the aorta. The seal and tension spring was observed to be partially in the delivery tube. The seal was observed to be intact, in an open state. No visual defects were observed on the seal. There was blood observed on the seal. The blue slide lock and white plunger were unobservable. Based upon the photographic image received, the reported failure "failure to deploy" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not release after inserted into aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.